Manufacturer narrative:
Additional information: imdrf annex c grid ,manufacturer narrative . The reported issue that request to raise ticket on vulnerability cve-2016-20009 to address was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. I provide mark the firewall solution for ip stack. 2. Mark is all set. 3. Closing case. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the firewall for ip stack.

Event description:
It was reported that request to raise ticket on vulnerability cve-2016-20009 to address. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that request to raise ticket on vulnerability (B)(4) to address. There was no patient involvement.

Manufacturer narrative:
Omit: a1105 - computer system security problem (2899),g02008 - computer software,c20 - no findings available,c1007 - software security vulnerability,. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that request to raise ticket on vulnerability cve-2016-20009 to address. There was no patient involvement.